Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker system declared lead safety switch's (lss) due to intermittent high out-of-range (oor) pacing impedances on the non-boston scientific right ventricular (rv) lead, measuring greater than 2000 ohms. After the lss, noise was oversensed. Boston scientific technical services (ts) discussed that the intermittent impedances are likely due to a spring contact issue, and recommended reprogramming the device to unipolar pacing and bipolar sensing. This pacemaker remains in service. No adverse patient effects were reported.